Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a "time base background test" error since (B)(6) 2021. The pump alarmed 21 times. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. The device was received for evaluation. Visual inspection showed both seals were removed. Top case cracked/chipped by the front left and right bottom corners. Cracked right plunger case and cracked battery door and visible contamination. Nothing in event history log pertaining customer stated error. Unable to download device event history log due to history data dataset error. During functional check, the reported complaint was not duplicated. Root cause is unknown. There was no damage or contamination found on the printed circuit board. However, the replaced main printed circuit board as preventive measure. Performed power up and self test process.